Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 1 device: actuator / mechanical problem identified. 2 devices: shock absorber / wear problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 3 malfunction events(s), where it was reported the devices experienced fowler unexpected drop/collapse. No adverse consequence or clinically relevant delay in treatment was reported.